Event description:
After submission of the initial MDR, product was received on 9/23/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by manufacturer - additional information. H2: type of follow up - additional information/correction. 3004753838-2025-257416 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.